Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified common iliac artery. An 8.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation after iliac stent implantation. During the procedure, on the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was successfully removed where the rupture was noted to be vertically separated. A different device was used to complete the procedure. No complications reported, and patient status was good.